Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the following; the pressure inside the equipment rose due to some influence, and the gas escaped. It occurred because the device was temporarily malfunctioned.

Manufacturer narrative:
The device was returned to the service department of the olympus (B)(4) for inspection. The inspection confirmed the followings; the "relief" mode was activated on the device. This means that the device releases pressure internally via a valve if the pressure is too high. The "alarm delay time" was set to 4.5 seconds on the device. "Alarm delay time" means the period from the generation of an excessive pressure or tube obstruction caution to the execution of actual caution operations of this instrument. An uncontrolled pressure release had not occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the customer heard a gas leak from inside the device during re-insufflation. It was found during a procedure. The procedure was completed. All screw connections were checked for tightness by the customer, but no abnormalities were confirmed. There was no report of patient injury associated with this event.